Manufacturer narrative:
A replacement glidescope core video cable was provided to the customer and the reported glidescope core video cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned video cable and was able to confirm the reported intermittent image issue. When connected to known, good, test verathon equipment, the tsr observed intermittent image sync and alignment issues when manipulating the cable. The video cable failed verathon's device functionality testing. Visual inspection did not identify any damage to the video cable. Upon completion of verathon's device evaluation, the video cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core video cable, the image transmission was intermittent. The procedure was completed using a replacement cable which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.